Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) reimplantation surgery due to an unspecified reason. The patient was implanted with an ipp consisting of a pair of 18 cm x 12mm cylinders, a pump, and a reservoir. It is unknown if the explanted ipp is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.